Manufacturer narrative:
G4: 24jul2020. B4: 31jul2020. H11: h6 patient code updated: the blower motor assembly was returned to manufacturer to failure investigation (fi) for analysis. The failure was confirmed the rotor movement on blower is obstructed. The determination could be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jan2020.

Event description:
The customer reported that the ventilator produced an occlusion alarm, and the blower was not running. The unit was in clinical use when the reported problem occurred, but there was no reported patient or user harm. The manufacturer¿s field service engineer (fse) confirmed the reported problem of occlusion alarm and blower stall. The fse confirmed the reported occlusion alarm using 2.1 software. They also disclosed a motor stall error using 2.3 software. The vent would not produce any flow during testing. The fse checked the motor voltage and confirmed the bad blower. A new blower was installed and tested. The new blower passed testing and did not produce further errors.